Manufacturer narrative:
The customer reported that the bedside monitors are going into communication loss on the central nurses station (cns) every minute for 1-4 seconds. Customer was advised to reset the poe switch which resolved the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that the bedside monitors are going into communication loss on the central nurses station (cns) every minute for 1-4 seconds.